Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to a possible tubing break. All components were removed and replaced. The patient had no further complications.